Event description:
It was reported that the patient had a 'small left apical pneumothorax', post implant. It was noted via chest x-ray to be 25% on the left side. The patient did well with medical therapy, was stabilized and discharged from the hospital.

Manufacturer narrative:
This event occurred more than two years ago, and the information provided indicates the event is resolved. No follow up will be done with the user facility.